Manufacturer narrative:
Additional information received: -what is the lot number of the valve? "Lot number is unknown." -what is the date of the explantation? "(B)(6) 2023" -was the valve replaced by another one? "The valve was replaced on (B)(6) 2023" -did the patient have any symptoms? If yes, please describe. "As part of the shunt check after a routine MRI check-up, it was found that the patient has congestion. When trying to change the shunt valve, it could not be changed from 80 mmhg. As a result, the valve was replaced." -how is the patient now? "Unknown" -is the patient an elderly person, an adult, a child or a baby? "Adult.

Event description:
N/a

Manufacturer narrative:
Hakim valve was returned for evaluation: DHR - lot cpfbwp, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; biologicals debris was noted on the motor. The valve was tested for programming, failed the test. The valve passed the tests for occlusion, leaks, and reflux. The pressure test could not be performed as the device could not be programmed. The valve was visually inspected under microscope at appropriate magnification: biological debris was found on the motor and on the seat of the ruby ball. Root cause - the root cause for the pressure issue noted during the investigation is due to biological debris found on the motor and on the area of the seat of the ruby ball, the debris was stopping the ruby ball from being seated correctly.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hakim valve was probably implanted in 2017 and could no longer be adjusted. It was stuck on 80mmh20 and the patient had an underdrainage.